Event description:
The customer stated that results higher than 5 inr on their coaguchek xs plus meters do not correlate well with results obtained with the dade innovin method. The customer ran a total of 61 sample comparisons for an unspecified number of patients between 04-dec-2017 and 18-jun-2018 with coaguchek xs plus meter serial numbers(B)(4), and the dade innovin laboratory method. Of the 59 sample comparisons, there were 10 erroneous meter results. The meter results were entered into the customer's laboratory information system and were available to physicians. The results obtained with the dade innovin method were believed to be correct. The meter testing occurred with 4 different test strip lots, but it is not known which lot number was used to perform each specific test. The customer did note that one strip lot was placed into use on (B)(6) 2018, a second lot was started in (B)(6) 2018, and a third lot was started in (B)(6) 2018. The customer uses a clear capillary tube to collect samples for meter testing. Please refer to the medwatches with the following patient identifiers for information related to each test strip lot: (B)(6) = lot 28632312, (B)(6) = lot 28632412, (B)(6) = lot 29494312, (B)(6) = lot 294947. A sample from a patient was tested on meter serial number (B)(4), resulting as 6.7 inr. A sample collected within 2 hours from the same patient resulted as 5.1 inr when tested with the dade innovin method. A sample from a patient was tested on meter serial number (B)(4), resulting as 7.3 inr on (B)(6) 2018. A sample collected within 2 hours from the same patient resulted as 5.5 inr when tested with the dade innovin method. A sample from a patient was tested on meter serial number (B)(4), resulting as 5.6 inr on (B)(6) 2018. A sample collected within 2 hours from the same patient resulted as 4.1 inr when tested with the dade innovin method. A sample from a patient was tested on meter serial number (B)(4), resulting as 6.2 inr on (B)(6) 2018. A sample collected 34 minutes later from the same patient resulted as 4.6 inr when tested with the dade innovin method. A sample from a patient was tested on meter serial number (B)(4), resulting as 6.7 inr on (B)(6) 2018. A sample collected within 2 hours from the same patient resulted as 4.7 inr when tested with the dade innovin method. A sample from a patient was tested on meter serial number (B)(4), resulting as 7.7 inr on (B)(6) 2018. A sample collected within 2 hours from the same patient resulted as 4.4 inr when tested with the dade innovin method. A sample from a patient was tested on meter serial number (B)(4), resulting as 7.3 inr on (B)(6) 2018. A sample collected within 2 hours from the same patient resulted as 4.6 inr when tested with the dade innovin method. A sample from a patient was tested on meter serial number (B)(4), resulting as 6.6 inr on (B)(6) 2018. A sample collected within 2 hours from the same patient resulted as 4.3 inr when tested with the dade innovin method. A sample from a patient was tested on meter serial number (B)(4), resulting as 6 inr on (B)(6) 2018. A sample collected within 2 hours from the same patient resulted as 4.3 inr when tested with the dade innovin method. A sample from a patient was tested on one of the three meters (serial number unknown), resulting as 6.0 inr on (B)(6) 2018. A sample collected within 2 hours from the same patient resulted as 4.3 inr when tested with the dade innovin method. No adverse events were alleged to have occurred with the patients. The customer stated that they have passed proficiency surveys. The customer stated that internal controls passed on each meter within 24 hours of obtaining each result. The customer stated that they do run liquid controls on the meters and these passed. The customer stated that their staff always ensures that patients do not meet any limitations listed in product labeling. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 286324) (lot 286323) (lot 294943) (lot 294947) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the meter uq0112566 for investigation. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.2 inr, donor 2 inr: 2.9 inr. Donor 1 hct: 43%, donor 2 hct: 40%. Testing results: donor 1: retention meter with masterlot strips: 2.2 inr, customer meter with masterlot strips: 2.2 inr. Donor 2: retention meter with masterlot strips: 2.9 inr, customer meter with masterlot strips: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer were not observed in the meter¿s patient result memory.